Manufacturer narrative:
Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched display window. Unit received with missing end cap sticker and reservoir tube lip o-ring. Unit received with partially broken reservoir tube lip. A test reservoir was installed and did not lock in place properly due to broken reservoir tube lip and missing reservoir tube lip o-ring. (B)(4).

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that reservoir compartment was damaged inside and out, which caused insulin to flow out easily. Customer states that damage may be due to wear and tear. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.